Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose at the time of event was 2.2 mmol/l. Customer blood glucose was 4.0 mmol/l. Customer treated it with glucose. Whether customer use auto mode or not was unknown. The insulin pump will not be returned for analysis.